Manufacturer narrative:
Sd4 model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted approximately eleven (11) years and four (4) months, was explanted due to aortic stenosis and regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. After an implant duration of approximately nine (9) years, infective endocarditis was developed, but it was healed after that. This device was explanted and replaced with a 23 mm pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation.